Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) for a false positive detection of a ventricular rhythm due to oversensing on the right ventricular (rv) lead. Technical services (ts) provided troubleshooting options and recommended to have a defibrillation threshold (dft) test if a large change in sensitivity is required. The rv lead for this system is a not boston scientific product. This device remains in service. No adverse patient effects were reported. Additional information was received from the field stating reprograming was performed for this ICD. No sensitivity changes or dft were performed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) for a false positive detection of a ventricular rhythm due to oversensing on the right ventricular (rv) lead. Technical services (ts) provided troubleshooting options and recommended to have a defibrillation threshold (dft) test if a large change in sensitivity is required. The rv lead for this system is a not boston scientific product. This device remains in service. No adverse patient effects were reported.